Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple compromised force sensor system alarms. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to a loose drive support disk. The pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a missing end cap sticker.